Manufacturer narrative:
Follow-up #1 date of submission 08/31/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the pump history revealed that the daily insulin delivery totals matched the user programmed basal rates. Further testing could not be completed due to an unrelated recurring cs 069 call service alarm.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose around 40 mg/dl with cognitive impairment, confusion, sweating and severe dizziness associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and self-treated with oral carbohydrates as needed. It was reported that the patient inaccurately calculated an ez carb amount which caused their bg to drop. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.